Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the right iliac artery. The armada 35 balloon catheter was advanced to the target lesion. The balloon was inflated and the balloon ruptured at 14 atmosphere at the first inflation. The balloon catheter was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.